Event description:
Information received via medtronic indicated that the insulin pump was cracked at an unknown location. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring clear customer returned device for alleged cosmetic damage located at an unspecified location found on (B)(6) 2021. The device passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: cracked case, scratched case, missing display window/cover, cracked case (battery tube), pillowing keypad overlay, and cracked retainer. Cosmetic damage was confirmed at the back of the device (cracked). The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.